Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was during procedure performed on (B)(6) 2025. During the procedure, the clip would not release from catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter. Block h2: additional information: block e1 (initial reporter first name and initial reporter last name), and block e3 (occupation) have been updated based on the additional information received on april 30, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was during procedure performed on (B)(6) 2025. During the procedure, the clip would not release from catheter. The procedure was completed. There were no further patient complications reported as a result of this event. Additional information received on april 30, 2025, indicates that the procedure name is esophagogastroduodenoscopy (egd), and the anatomical location is the stomach.